Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient¿s dog bit hole in patient line during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four of peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient's dog bit a hole in the patient line. The technical service representative reviewed proper procedures with the patient and had them cycle the power on the device to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.